Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture in the shower. No further information reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act button due to moisture damage on keypad trace. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked lcd window and missing end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.